Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted and replaced due to high battery impedance. The ipg had been implanted less than one year prior to change-out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-45 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed a no output and no telemetry condition. Further analysis revealed a high current drain. Additional investigation determined that the high current drain was due to a faulty tantalum capacitor.